Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -did the reported issue contribute to any patient adverse consequences? - how many devices demonstrated the alleged deficiency from each lot (10dckb and 10asc4)? - could you kindly perform and document the follow-up attempt for the product return? - please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent a by-pass procedure in 2026 and suture was used. During sewing on by-pass op, the needle had come off the thread with several seams. In addition, the needle of the last affected suture was bent at the swaged area. No patient harm occurred. Using new sutures from these lots, the surgical procedure was continued as planned and completed. No adverse patient consequences were reported. Additional information was requested.